Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two unspecified mentor smooth saline breast prostheses, suffered sagging implants, with more on the left, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On december 13, 2023, mentor received additional information indicating that the patient had undergone breast implant removal surgery on (B)(6) 2023. In addition, the suspect medical devices are the following: (left) 560cc mentor smooth round high profile saline catalog: 3503560 lot: 5585198 sn: (B)(6) and (right) 560cc mentor smooth round high profile saline catalog: 3503560 lot: 5585198 sn: (B)(6). On (B)(6) 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 535cc mentor memorygel xtra breast implant catalog: shpx535 lot: 9754405 sn: (B)(6) and (right) 535cc mentor memorygel xtra breast implant catalog: shpx535 lot: 9754405 sn: (B)(6). On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia, material rupture

Manufacturer narrative:
On january 15, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 560cc breast implant was found to have a leakage, caused by valve delamination. The valve was found to be totally separated from the shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.